Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's needle never retracted indicating a needle mechanism failure. The cannula was visible and the pink slide did move forward.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed to not have fully retracted. The hard cannula was exposed out of the bottom housing window. Upon removal of the top housing the linkage assembly was observed to have retracted fully. Score marks were observed on the interior of the top housing, indicating an interference between the linkage assembly and the top housing. The misaligned linkage assembly is confirmed as the cause of the needle's failure to retract. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum was inspected, and no large puncture marks were found.